Event description:
Had mtp infusion in trauma room on traumatic hypotensive patient using belmont infuser. While packaging patient to go to the or, blood was infused using 500 ml pressure bag by removing rapid infuser blood tubing from the belmont machine as the belmont machine was unplugged for transport to or. En-route to or, belmont tubing connection pulled apart resulting in loss of approximately 100 ml whole blood. After incident and briefing, new belmont blood tubing was opened in new packaging and connection found to be loose upon opening package. Educator made aware of incident.